Event description:
A new and full o2 tank was put onto the transport cart and turned on after removing the red tab. In approximately 5 minutes, the tank was empty. A new tank was obtained and used without ill effects to the patient. The patient's oxygen was set at 12 liter per nc and that should have lasted 56 minutes on the new tank.======================manufacturer response for o2 tank e cylinder, (brand not provided) (per site reporter).======================I have talked to customer service at linde. I asked him these questions: 1. How do you think something like this could happen?2. Has this been happening at other organizations?3. Do you know how this could be prevented from happening again?he could not answer them. He said he would let the plant manager know and that he would be contacting me. Approximately one week later, I sent the same questions to the plant manager along with a request telling him to pick up the o2 tank and that I needed a follow up investigation letter sent to me once the tank was checked.